Event description:
It was reported that a y-type solution administration set had particulate matter on the tip of the spike. This was discovered after removal of the plastic cap from the end of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.